Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently could not be charged past 30 percent battery life. There was no reported adverse impact to customer¿s blood glucose level. Customer declined to provide additional information and declined further troubleshooting with tandem technical support.